Manufacturer narrative:
No 510(k) submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA and the results of the investigation once it has been completed.

Event description:
The pt had pain on the right side and is thereby handicapped. There is an unusual amount of cobalt in the blood, so the doctor is suspicious of metallosis.